Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer tried different troubleshooting steps, such as using a 3rd party wall adapter and a different charging cable, but the charging connection remained unstable. Technical support decided to send a replacement tandem cable and wall adapter with two-day shipping, and customer will rely on manual daily injections (mdi) if pump battery depletes before receiving replacement supplies.